Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen did not work. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of manufacturer: 03may2018. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen and the user interface (ui) printed circuit board assembly (pcba) to address the reported problem. No parts were returned to failure investigation, therefore root cause cannot be determined.